Event description:
It was reported that post a right femoral-popliteral (fem-pop) artery below the knee bypass graft with a non-abbott device in (B)(6) 2013, the subject developed an acute graft thrombosis on approximately (B)(6) 2013. Several days were spent in the hospital and thrombolytic therapy was utilized to reopen the graft. A confirmed extravasation from the distal graft anastomosis following tissue plasminogen activator (tpa) thrombolysis in a non-surgical candidate patient was noted and on (B)(6) 2013 a graftmaster covered stent was placed through the distal anastomosis as there were some anastomatic irregularities; there was a good result and no reported adverse patient sequela. The subject presented with symptoms on (B)(6) 2013 of onset of numbness and coolness in the toes of the right foot. The subject was on both aspirin and coumadin; previously the coumadin dose was reduced; it was to be rechecked this day. Duplex imaging of the right fem-pop bypass graft demonstrates it to be occluded. The subject was referred to a different facility for treatment via additional thrombolytic therapy or reoperation to include removal/replacement of the non-abbott stent graft. No additional information was provided.

Manufacturer narrative:
(B)(4). Indications for use. There was no reported device malfunction and the product was not returned. The reported occlusion is listed in the over the wire (otw) graftmaster instructions for use (IFU), as a potential adverse effect. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.